Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the uptake and purge check valves were returned for evaluation. Functional testing was performed on the parts by running a ten sample precision test using whole blood in an effort to replicate high retention times. All results were in range. The issue could not be reproduced. The parts passed testing. H6 evaluation codes: methods: 4190-historical data analysis; 10-testing of actual/suspected device, results: 213-no device problem found, conclusion code: 67- no problem detected; 4315- cause not established. The most probable cause of the reported event of the reported issue could not be determined. The parts performed as intended.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse troubleshooted and found the issue to be with check valves. Fse replaced the check valves and then ran precision using a patient sample. The retention time was back in range at 0.59 minutes. Quality controls were run with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 26-oct-2017 through aware date 26-nov-2018. There were two (2) similar complaints, including this event, found during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the reported issue has not yet been determined. The investigation is in progress.

Event description:
A customer reported that the retention times (rt) were running fast on the g8 instrument. The retention time was 0.65 minutes. The customer previously adjusted the flow rate from 1.10 ml/min to 1.14 ml/min and the retention time came back into range at 0.60 minutes. However, after running quality controls earlier that day, the instrument began to flag for retention times of 0.62 minutes. Technical support (ts) instructed the customer to adjust the flow rate to 1.20 ml/min and then run patient samples. However, the retention time was still at 0.62 minutes. The customer then adjusted the flow rate to 1.24 ml/min and restarted the instrument. There was no change and the instrument was down. Field service engineering (fse) was dispatched to address the reported, which resulted in delay of reporting hga1c patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.